Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, battery impedance was at 5.8 kohm and time to eri (elective replacement indicator) was displayed as about 1 year + or- 4 months. Another follow-up was performed on (B)(6) 2015 (9 months later) and the device was found in safety mode of operation with the battery impedance at 21.41kohms (magnet rate at 73 min-1). The device was replaced on the same day but will not be returned for analysis.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, battery impedance was at 5.8 kohm and time to eri (elective replacement indicator) was displayed as about 1 year + or- 4 months. Another follow-up was performed on 1 june 2015(9 months later) and the device was found in safety mode of operation with the battery impedance at 21.41kohms (magnet rate at 73 min-1). The device was replaced on the same day but will not be returned for analysis.